Manufacturer narrative:
H4: the lot was manufactured from may 4, 2021 to may 5, 2021. The device was received for evaluation containing no fluid in the bladder. A functional leak test was performed by manually filling the bladder with green color water. During fill, evidence of backflow (leak) at the fill port was observed. Further inspection revealed the root cause of backflow at the fill port was due to a particle measured to be 4.74mm in length, stuck under the device checkband. The particle was identified to be polycarbonate material via fourier transform infrared spectroscopy (ftir) test. The reported condition was verified. The cause of the condition could not be determined. The product labeling (IFU, instructions for use) has recommendation that a filter should be used during fill to prevent particles from drug container from entering inside the fill port which can cause a leak (backflow) at the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; further described as "when liquid was injected, it came out of the device through the filling hole." This was observed during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.